Event description:
Refer to manufacturer report # 3004209178-2010-08632. A patient's stimulation therapy unexpectedly turned off. The patent had exposure to a theft detector/ security gate at a store. The device was turned on at the time the patient was exposed to the security equipment. The location of the patient's symptoms were noted as being at the implanted neuro stimulator device site. Details regarding the patient's symptoms were not reported. The patient's status was good. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).